Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebw0728 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn tried to put the introducer in, but she met resistance so she nicked the patient, but still could not pass the introducer. It was stated when the rn pulled the introducer, it had peeled back on itself. Another kit was opened and the introducer from that kit was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the event description and condition of the physical sample, it appeared that the introducer was damaged during use. Three photographs were provided for investigation. The photos showed damage at the distal edge of the introducer sheath. The returned sample confirmed the damage observed in the photos. Blood residue was observed between the sheath and dilator, which confirms that the sample was used. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The product IFU states, ¿do not withdraw dilator from microintroducer sheath until sheath is within vessel to minimize the risk of damage to sheath tip.¿ the IFU also states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ a lot history review (lhr) of rebw0728 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn tried to put the introducer in, but she met resistance so she nicked the patient, but still could not pass the introducer. It was stated when the rn pulled the introducer, it had peeled back on itself. Another kit was opened and the introducer from that kit was used.